Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis company comment dated (B)(4) 2013: based on the information rec'd, the role of sculptra cannot be denied for the event of exacerbation of autoimmune disorder, however, patient's medical history is the confounding factor in this case. Sanofi-aventis company comment dated (B)(4) 2013: based on the information rec'd, the role of sculptra cannot be denied for the events of exacerbation of autoimmune disorder and granulomatous reaction, however patient's medical history is the confounding factor in this case. Follow up information was received by sanofi-aventis on (B)(6) 2013 and was forwarded to (B)(4) on 2013. Follow up information was rec'd by sanofi-aventis on (B)(6) 2013 and was forwarded to (B)(4) on 2013. Follow up information was rec'd by sanofi-aventis on (B)(6) 2013 and was forwarded to (B)(4) on 2013. Follow up information was rec'd by sanofi-aventis on (B)(6) 2013 and was forwarded to (B)(4) on 2013. Follow up information was rec'd by sanofi-aventis on (B)(6) 2013 and was forwarded to (B)(4) on 2013 and was forwarded to (B)(4) on 2013. Pb (B)(6) 2013 - the events fever, ear ache, sore throat, foreign body reaction, neurologic fatigue and was assessed as a non serious, unexpected and possibly related to use of medicinal product. The events, pain was assessed as a non serious, expected and possibly related to use of medicinal product. Granulomatous reaction, infection and exacerbation of autoimmune disorder assessed as serious, unexpected and possibly related. Pb (B)(6) 2013 - no change to medical assessments. Pb (B)(6) 2013 - new event added: diaphoresis which is assessed as serious and possibly related. Pb (B)(6) 2013 - new event added: oral herpetic ulcers, chills, dry non productive cough assessed as non serious and possibly related. No change to the previous medical assessments and events. Pb (B)(6) 2013 - updated information: event pain was changed to pain in face. No change to the previous medical assessments and events. Eb (B)(6) 2013 - no change in the assessment. No new events reported. Eb (B)(6) 2013 - no change to medical assessment. Pb (B)(6) 2013 - no change to previous medical assessments.

Event description:
This spontaneous case was rec'd on (B)(6) 2013 from a female patient in the form of medical records. The patient had medical history of graves disease (hashimoto's), breast cancer in 2011, left breast lumpectomy, chronic oral hsv, multiple sclerosis, retinal detachment in 2011, sinusitis, arthritis, optic neuritis, pneumonia, bronchitis, urinary tract infection, fibromyalgia, sciatica and shingles, temporomandibular joint dysfunction, thyroiditis, headache, cataract, chest pain, atypical abdominal pain, trauma, lumbar spondylolisthesis, change in bowel habit, gastrointestinal spasms, diarrhea, loss of appetite, weight loss, colonoscopy, depression, sacroiliitis, feel lump on the throat, include neck fusion in 1991, appendectomy in 1988, tonsillectomy, rhinoplasty. The patient had allergies to keflex, tetracycline, and codeine. Family history: mother died from congestive heart failure at (B)(6). Father died at age of (B)(6) of lung cancer. One living child, (B)(6) years ago, the patient's concomitant medication included fioricet (axotal oaracetamol), soma (carisoprodol), provigil (modafinil), synthroid (levothyroxine sodium), acyclovir, valtrex (valaciclovir hcl), copaxone (glatiramer acetate), eye drops, vitamins and minerals, for multiple sclerosis, nuvigil (armodafinil) 250 mg, valium (diazepam), voltaren (diclofenac), folvite (folic acid), neurontin (gabapentin) and tamoxifen citrate, botox (botulinum toxine type a), metoprolol, trazodone, cymbalta (duloxetine hcl), omega-3 (omega 3 fatty acid), progesterone cream, klonopin (clonazepam), prastiq (desvenlafaxine succinate), ranitidine (ranitidine hcl), fosamax (alendronate sodium), estrogen, progesterone, botox therapy. On (B)(6) 2008, the patient had sculptra (poly l-lactic acis) across nasolabial fold for an unknown indication. On (B)(6) 2009, the patient visited the consultant for change in bowel habit, gastrointestinal spasms, diarrhea, loss of appetite, weight loss. It was reported that, because of multiple sclerosis, it was difficult to know whether these symptoms were manifestation of this neurological disorder or another related condition. On (B)(6) 2009, colonoscopy was performed. On (B)(6) 2011, the patient visited to physician for chest pain and atypical abdominal pain. ECG and endoscopy gastrointestinal performed. On (B)(6) 2011, the patient visited physician for oral herpetic ulcers, dry non productive cough, recurrent low grade fevers and chills for a few years. According to patient oral herpetic ulcers, dry non productive cough, recurrent low grade fevers were possibly related to sculptra. On (B)(6) 2012, the patient visited consultant for chief complaint was fevers experienced since 2009. Patient also had diaphoresis. Consultant evaluation was "no evidence for active ID". In (B)(6) 2012, the patient had granulomatous reaction and foreign body reaction after sculptra and biopsy showed extracted of foreign substance reaction. The patient had exacerbation of autoimmune disorder with foreign body reaction occurring on her face occurs at the site of injection. Patient had multiple sclerosis and she stated that she started with injection on 2009, caused immunological firestorm which result in multiple medical issues. On (B)(6) 2013, the patient experience fever feels like burning up and sick, it was reported that fever not co-relation with oral hsv and patient also experienced pain, neurologic fatigue, frequent ear ache and sore throat. On (B)(6) 2013, the patient visited to consultant for the complaint of pain in face. Treatment provided included anti reflux diet, omeprazole. The outcome of the events were unknown. No information about medical evaluation or causality assessment was provided. No further information was provided. Follow-information received (B)(6) 2013: medical history, concomitant medication added. Narrative amended accordingly. Follow-information in the form of medical records was received on (B)(6) 2013: the patient's medical history and lab data was updated, new event diaphoresis was added. Narrative amended accordingly. Follow up information received on (B)(6) 2013. Medical and surgical history added, new event: oral herpetic ulcers, chills, dry non productive cough, treatment added. Narrative amended accordingly. Follow up information received on (B)(6) 2013. Event pain was changed to pain in face. Narrative amended accordingly. Follow up information received on (B)(6) 2013 and are processed together. Patient medical history and noncomitant medication added. Lab test added. Narrative amended accordingly. Follow up information received on (B)(6) 2013 in the form of medical records medical history added. Narrative amended accordingly. Follow up information received on (B)(6) 2013, in the form of medical records noncomitant medication and medical history added. Narrative amended accordingly.